Event description:
It was reported that the screw was cracked during a knee collateral ligament repair surgery. A backup was available to complete the procedure. No patient injuries were reported.

Manufacturer narrative:
One 5.0 twinfix ti anchor assembly was returned for evaluation. Visual assessment of the anchor confirmed the reported breakage. The hex/eyelet portion of the anchor has been stripped and is missing pieces. The hex portion of the inserter is also stripped. The condition of the device indicates it was subjected to torsional overload during insertion.